Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing worsening of pain since being implanted. It was also stated that the patient had inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.